Manufacturer narrative:
Age at time of event: 50's.

Event description:
It was reported that the tip of the catheter broke off. An angiojet solent omni catheter was selected for a deep vein thrombosis case from posterior tibial to the inferior vena cava. During the procedure, there was a non-bsc 6f sheath in the posterior tibial. After using the angiojet catheter, during removal, it became stuck in the sheath and when it was pulled out, the tip of the catheter had broke off. The tip was removed inside the sheath when the sheath was removed. There were no patient complications. The case was successfully completed.

Event description:
It was reported that the tip of the catheter broke off. An angiojet solent omni catheter was selected for a deep vein thrombosis case from posterior tibial to the inferior vena cava. During the procedure, there was a non-bsc 6f sheath in the posterior tibial. After using the angiojet catheter, during removal, it became stuck in the sheath and when it was pulled out, the tip of the catheter had broke off. The tip was removed inside the sheath when the sheath was removed. There were no patient complications. The case was successfully completed.

Manufacturer narrative:
Age at time of event: 50's. Device evaluated by MFR: returned product consisted of the solent omni thrombectomy separated with a 2.5cm portion of the hypotube detached and a non-bsc introducer sheath. The pump, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. There was blood outside and inside the device and 300ml of blood in the attached waste bag. Visual inspection revealed that the distal end of the shaft was separated from the proximal end of the catheter and it was sticking out of the distal end of the returned introducer sheath. The tip of the introducer sheath was damaged, indicating the reported difficulty removing the angiojet device from the introducer sheath. The distal shaft was removed from the introducer sheath with no issues. The majority of the catheter shaft was stretched/buckled. The catheter shaft was separated 90.5cm distal of the strain relief. The separated ends of the shaft were jagged and damaged, indicating that there was forced applied to the device. It was noticed that the hypotube was also broke at this location. The hypotube separation was located 2.5cm past the distal shaft separation, indicating that the 2.5cm portion of the hypotube that was detached and received, was from the separated locations. The separated ends of the hypotube were ovaled, indicating that they were kinked prior to being separated. The tip was not separated, only the shaft and hypotube of the device. Inspection of the remainder of the device presented no other damage or irregularities. Calibrated measurement of the introducer sheath confirmed the sheath was 6fr, therefore there was no indication of a compatibility issue.